Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two years ago from date manufacturer was made aware.